Event description:
It was reported that a home patient experienced a connection issue . This occurred during fill three of four of peritoneal dialysis therapy. The patient became disconnected and the nurse reconnected the patient. The technical service representative assisted the nurse in ending therapy. There was nothing found during troubleshooting that could have caused or contributed to this event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.